Manufacturer narrative:
(B)(4). Date sent: 3/27/2026. Additional information received: confirmed the procedure went forward on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the device lot number? When was the device explanted? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they discovered a disrupted linx device. The patient has been symptomatic and underwent upper endoscopy with fluoroscopy that demonstrated the device to be separated in 2 places. The patient has upcoming follow-up.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d6a: exact date is unk. Assumed first day of the month and first month of the year. Additional information received: patient¿s explant has been scheduled for (B)(6) 2026. Device was implanted in (B)(6) 2017. Patient indicated she never really experienced gerd but had a cough. She experienced dysphagia after implant and underwent several dilations. She then underwent endoscopy and the device was discovered to be discontinuous.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. Additional information was requested, and the following was obtained: what was the date of implant? Unknown. What symptoms lead to the discovery of the discontinuous device? When did they begin? Device came apart/disrupted what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: \ productcompliant1@its.jnj.com unknown. What is the device lot number? Unknown. When was the device explanted? Unknown. Was the device initially effective in controlling reflux? Unknown. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Unknown. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. What was anatomical position of the MRI? Unknown. Did the patient have any other surgeries in the area? Unknown. Did the patient receive any dilations while the linx was implanted? Unknown. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Unknown. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Unknown. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Will communicate with clinicians if this is an option. When and if the linx device is removed, may we ask that the device be returned for analysis? Customer confirmed device could be sent back in, made arrangements for shipper return kit.